Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 810:11 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to the air in line board being out of calibration. The air in line print circuit board was recalibrated to correct this condition. Failure code 810:11 indicates an air sensor error (air sensor/circuits saturated). This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.